Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): during the phone call with the customer this morning I get the following information below : how was the prime performed? The prime of the tubing set was done before the connection of the tubing set to the bag. It's not the product on the bag which was used to do the prime. How did you determine the initial volume to be infused? The nurse introduced the exact volume reported with a syringe. Did you get alarms during the infusion? No. What kind of tubing set did you use? Ap403. What were the parameters programmed for the infusion and the tests? " the event was reported to ansm by the customer. The complaint was re-evaluated due to misunderstanding of the complaint description (which was interpreted as under delivery instead of over delivery).